Event description:
It was reported that the procedure was to treat an eccentric lesion in the mid right coronary artery with mild tortuosity. Pre-dilatation was performed and the 3.5 x 18 mm xience xpedition stent was implanted; however, a distal edge dissection was observed. A new xience stent was used to treat the dissection successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.